Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2013 with a bifurcated and suprarenal aortic extension. Subsequently, the patient presented to the hospital with a rupture from a type 3b endoleak on (B)(6) 2016. Physician implanted a suprarenal aortic extension which fixed the leak upon angiographic findings. Patient died on (B)(6) 2017.

Manufacturer narrative:
Based on the clinical assessment performed the type 3b of the cuff and the rupture was confirmed. The root cause is likely both user (off label neck) and device-related (strata). Procedure related harms could not be determined. The patient expired one day post a successful endovascular intervention. The clinical assessment determined that there was evidence to reasonable suggest a partial crown separation, type ia and stent cage dilation of the cuff, as well as stent cage dilation of the main body stent. These findings were discovered on (B)(6) 2018, during the review of the 37 month post implant CT scan. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.